Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 1991. Subsequently, patient was revised on (B)(6) 2014 due to liner wear. The liner was removed and replaced.